Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report represents the initial and final report.

Event description:
Laparoscopic tubal ligation - "the customer contacted me stating that when the surgeon inserted the trocar, and when he went to remove the instrument he noticed that it would not come out easily. When he looked with the camera, the bottom half of the trocar had broken off and was laying in the abdomen. The surgeon was able to retrieve the item from the abdomen while we were on the phone. " additional information received via email from or manger via email on 02-june-2017: "surgeon first noticed that port was in 2 pieces when removing scope, no articulation noted, 1 piece was retrieved from abdominal cavity, no obvious injury noted, port was primary umbilical port, no robot, varies needle was used for insufflation prior to port insertion" type of intervention - the surgeon was able to retrieve the item from the abdomen. Patient status - "no obvious injury noted".